Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of signal on their smart device and an adverse event. It was reported that the patient drove into a mailbox because their blood sugar was low. The patient stated that the passenger in the car gave them a glucagon shot and was taken to get something to eat. The patient was not taken to the hospital. It was indicated that their blood sugar was at 36 mg/dl at the time of event and the patient's smart device did not alert them of the low. At the time of contact, the patient was in stable condition. No additional or event information is available. Data was received for evaluation. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.